Event description:
After receiving my implants in 2014, my health slowly started deteriorating from there. My first symptom was very bad rosacea out of no where. Then I developed all kinds of food allergies that I had never had before. My thyroid started being off, then my hormones. Terrible migraines that would last up to 3 days were next eventually getting them every month. I had 2 severe kidney infections within 2 years, never had any kidney problems before. Lots of pain in my right shoulder and upper back. The palms of my hands and the bottom of my feet were so tender, painful and felt bruised all of the time. Lots of broken blood vessels in hands. Very lethargic low energy. Even though I was still doing a pretty strenuous pilates workout 3 days a week, I just kept getting weaker and weaker and was losing especially upper body strength more and more. Would easily get dizzy and light headed, fast heart rate and my back tightening up when exerting myself during exercising or hiking uphill. Sometimes, just going up my stairs. Even though I have always been very active, started having a lot of brain fog towards the end. Couldn't say words I wanted to say. I could see the word but couldn't spit it out. If I get a cold, I would be sick for months, not being able to kick it. Would have to be constantly clearing my throat for months after eventually just being all of the time. Weird swollen glands would pop up here and there on my body. Had a weird rash on the inner parts of my legs at one time. My left wrist started hurting out of nowhere. All in all just felt so sick and terrible and so tired all of the time. When I finally had a heavy metals test done, I found out that I was full of toxic heavy metal. Aluminum lead cadmium nickel thallium and uranium. All metals linked to silicone implants. The silicone in my implants was slowly poisoning me. As soon as I connected the dots, I had them removed in (B)(6) 2018. I can't tell you the difference that I felt even the very first week. My rosacea was gone in 2 days. I lost 7 lbs of inflammation in that first week. My energy level was coming back and every week, I got better and better with so many of the symptoms disappearing. I've been doing chelation to help detox my body of the heavy metal poisoning. I have a way to go but definitely so much better than I was. I cannot believe how dangerous that these implants are and the damage they do to our bodies that they are still deemed perfectly safe. They need to be off the market. Truly unsafe to be put in the human body.